Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The downstream occlusion (dso) seal was found to be detached. The dso seal was replaced. Upon further investigation, the upstream occlusion (uso) seal was found to be delaminated. The uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a ripped/detached downstream occlusion (dso) seal, and a software upgrade required

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.